Event description:
In the process of contacting the pt to inform them that their device may be nearing end of service, it was discovered that the pt had passed away. The pt reportedly died from cardiac arrest. There is no evidence at this time that the ncp system caused or contributed to the reported event.